Event description:
Complaint description: a hosp nurse reported that a high frequency cable sparked, flamed and broke into two pieces during a procedure. There were no injuries related to the occurrence.